Manufacturer narrative:
(B)(4). A customer returned an actual sample for evaluation. A visual examination of the sample confirmed the reported condition of the tip of the male connector of the clearlink set being broken inside the flo-link valve. The customer confirmed that kelly clamps were used because it was not possible to manually disconnect the two parts; the root cause of the broken luer lock was due to the use of the kelly clamp. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. The batch review cannot be performed since the lot number was not provided.

Event description:
The customer reported to baxter (B)(6) the male end of a microbore tubing was breaking off in the female end of the clearlink and flolink luer lock. The staff had been adjusting connectors and working around it. The incidents occurred in the neonatal ICU. It was not reported if the incidents occurred during use, or if there was any patient injury or medical intervention. No additional information is available. This is report 1 of 3 of the same reported problem from this facility.